Manufacturer narrative:
The reported events of noise and low pacing impedance were confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Internal shorting was observed between conductors. Visual inspection of the inner insulation found insulation breach under the suture sleeve tie down impression. The cause of the reported events was isolated to exposure of the inner coil consisted with overtightened suture sleeve tie down impression.

Event description:
It was reported that the patient presented for follow up in clinic with an atrial lead that exhibited noise and low pacing impedance. The lead was explanted and replaced. The patient was discharged.